Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right arial (ra) lead exhibited p-wave amp variation and had an operation issue. The physician made several attempts to implant the lead but was unsuccessful. No intervention was performed. The patient was in stable condition throughout.

Manufacturer narrative:
Correction: lead position updated from right ventricular (rv) lead to right atrial (ra) lead.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited undersensing and had an operation issue. The physician made several attempts to implant the rv lead but was unsuccessful. No intervention was performed. The patient was in stable condition throughout.